Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water could not be injected into the cuff after being used for one week. There was no medical intervention required. There was unknown patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
One device was received for evaluation for the complaint that water could not be injected into the cuff after being used for one week. Although the actual lot number is unknown, a review of the customer's assumed lot DHR was executed for the part#: 670190 and lot#: 4462511. There are no ncmrs associated with the lot and no complaint trending identified for the part. From visual inspection and leak testing, the defect is observed. Customer report shows product in use for 1 week prior to failure. Based on the evidence submitted and reviewed, the defect was not caused by the manufacturing process. The exact cause of the defect is unknown but can be surmised to 1 of the following options due to improper handling of the device, excessive motion as described in 10018908-001 section 4.7. And the returned device was incompatible with the patient's anatomy and was the incorrect size and shape chosen by the healthcare provider. Due to this information, the defect is observed but cannot be attributed to the manufacturing process.